Manufacturer narrative:
(B)(4) lts - no RMA has been initiated for this issue. Model rpl600-1, serial number/date (B)(4) is approximately 3 years, 2 months old. The owner's manual part number 1078987, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). Upon further review this event is deemed non reportable. The lift is going up as soon as the lift is powered on, therefore there would be no user involvement with this product. The sling would not be able to be attached to the boom as the boom would go up before attachment.

Event description:
A user facility has called to report that the hand pendant is causing unit to go up as soon as power is connected. No injury. It was learned that the pendant was repaired by the user facility and unit is functioning. Please note any further detail will be provided in a follow up report.